Event description:
It was reported, the endoscope reprocessor exhibited tubing break and pressure was high and required adjustment. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the connecting tube could not be connected to the connector in the reprocessing basin because connector pin of the tube was broken. It is likely that the connector pin was broken by external stress at equipment handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions: chapter 5 inspection and preparation before use 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. Warning: do not use the connecting tubes or leak test air tubes if they have any irregularity. Doing so could prevent effective reprocessing or damage the endoscope. Olympus will continue to monitor field performance for this device.